Manufacturer narrative:
The directions for use (dfu) states: "once the detachment of the coil has been signaled, verify under fluoroscopy that the coil has detached: slowly pull back on the gdc delivery wire while watching fluoroscopy to make sure the coil does not move. In the unlikely event the coil moves, allow more time for detachment. If necessary, advance the delivery wire to reestablish the wire and catheter marker alignment." As well, the dfu instructs users to resume current delivery to assist with coil detachment, and to verify under fluoroscopy that the coil has detached, if it has been signaled.

Event description:
It was reported on june 12, 2007, an aneurysm coiling procedure. After applying the detachment current to the coil (subject device), the coil failed to detach from the pusher wire. "Following manipulation of the pusher wire, the coil then detached partially outside the aneurysm..." However, the physician was able to place the coil into the aneurysm and safely deploy it. Another coil of the same size and lot experienced the same detachment issue, but was withdrawn into the microcatheter where it detached from the pusher wire as it was withdrawn from the microcatheter on the bench. The physician completed the procedure with another coil of the same size but different lot. It was determined through additional information received on june 14, 2007 that no patient injury resulted from the issue and the patient recovered well from the anesthetic.